Event description:
It was reported that a pump failed to detect a downstream occlusion while administering levophed to a pt. Two sigma spectrum pumps were simultaneously infusion with one IV set connecting into the lower y-site of the other. The end of the IV set considered as the primary line contained a manifold which was closed, neither sigma spectrum reported a downstream occlusion and the customer was unaware of the issue for almost 1 hour.

Manufacturer narrative:
(B)(4). With the information acquired, sigma is unable to determine whether the infusion was set up properly. The infusion set up consisted of baxter IV set (B)(4), an ICU medical transpac (B)(4) and an ICU medical microclave clear adaptor. Incorrect setup may be a contributing factor to the reported event. The device has not been returned to sigma. If the device is returned, an evaluation will be completed and a supplemental report will be submitted. Manufacture report no. 1314492-2012-00038 is related to the same event.